Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device requires service due to a damaged hose. It is unk if the device was used in surgery. It is unk if there were injuries or medical intervention related to the event. The date of event is unk. No add'l info available.